Event description:
It was reported that the attempted right ventricular (rv) lead exhibited high impedance, undersensing and non-ideal thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.